Event description:
Patient found to have left breast implant rupture on MRI findings. Scheduled for bilateral implant exchange. Unknown when these were originally implanted. Implant sent to pathology. Mentor worldwide, [redacted]- 450cc, 441g 13.0x13.0x 4.5cm.